Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. The reported patient effect of vessel dissection is listed in the emboshield nav6 instruction for use (eifu),as a known potential adverse event associated with the use of carotid stents and embolic protection systems. It should be noted the emboshield nav6 embolic protection system electronic instructions for use (eifu) warns: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. In this case, because the non-abbott wire used is also equipped with a step to prevent the filter from coming off, it could not be determined if the off-label use contributed to the difficulty. Based on the reported information, a definitive cause for the filter detaching from the non-abbott guide wire could not be determined. It may be possible the full embolic load contributed to the difficulty; however, this could not be confirmed. The investigation was unable to determine a cause for the reported difficulties resulting in vessel dissection and unexpected medical intervention. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the left superior femoral artery (sfa). During the procedure an emboshield nav6 embolic protection system (eps) was advanced on a non-abbott guide wire (gw) towards the target lesion and there were several runs with an atherectomy device. When the nav6 basket full of embolic material was being removed, the basket detached from the gw in the proximal sfa and had to be snared out. The embolic material remained in the basket. During the snaring of the eps, a small tear occurred in the proximal sfa which had to be stented. The original lesion was stented without issue to successfully complete the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.